Event description:
It was reported that a patient underwent an unknown robot-assisted surgery on an unknown date and an absorbable adhesion barrier was used. The postoperative course of the patient was uneventful, but the infection occurred after discharge from the hospital. The association with product is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe any medical or surgical intervention performed including medication name(s), date(s) and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product lot number? D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: the interceed was used at near the pelvic floor for robot-assisted total laparoscopic hysterectomy. The patient's condition was uneventful until discharge from the hospital, but an infection was discovered after the patient was discharged. The patient noted that something like a piece of cloth was coming out from the body. Since the case was discovered after discharge from the hospital, an antibiotic was administered to the patient and the patient is currently follow-up in the outpatient clinic (without re-hospitalization). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the "something like a piece of cloth was coming out from the body" believed to be the interceed?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? Procedure: robot-assisted tlh (total laparoscopic hysterectomy), date: unk. The diagnosis and indication for the index surgical procedure? Unk. Were any concomitant procedures performed? No. What symptoms did the patient experience following the index surgical procedure? Onset date? Infection. Other relevant patient history/concomitant medications? No. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection).¿the patient pointed out that scraps of cloth were coming out of his body, but it was unknown whether the piece is interceed or not. Please provide the onset date/time of infection from the initial surgical procedure.¿unk were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes, post-op. Were cultures performed? If so, please provide the results. Unk. Please describe any medical or surgical intervention performed including medication name(s), date(s) and results. Antibiotics. What is the physician¿s opinion as to the etiology of or contributing factors to this event? He stated the relationship with interceed was unclear. What is the patient's current status?: since the event was discovered after discharge from the hospital, an antibiotic was administered, and the patient is currently follow-up in an outpatient clinic (he stated the relationship with interceed was unclear. Product lot number?: unk.